Manufacturer narrative:
It was reported that a revision surgery was performed due to a aseptic loosening. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain product information due to lack of patient consent. As device details were not made available, device history record and complaint history review cannot be completed at this time. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated at this time. Potential causes could include but not limited to patient anatomy or abnormal loading of limb. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the device information and no patient records provided, our investigation is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to a aseptic loosening.